Event description:
It was reported that during ICD device replacement for normal eol, externalized conductors were observed via fluoroscopy. No electrical anomalies were found. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.